Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("severe menstrual abnormal"), menorrhagia ("severe menstrual heavy / prolonged menstrual bleeding"), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and dyspareunia was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed approximately six weeks from work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)"), ovarian perforation ("ovaries perforation"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian neoplasm ("tumor on ovary"), uterine cancer ("tumor on ovary") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 766623,774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, dysfunctional uterine bleeding, abdominal bloating and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("(bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems (type minor vision problems)"). In (B)(6) 2012, the patient underwent tooth extraction ("dental problems"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), hot flush ("other injury or complication (describe hot flashes"), mood swings ("mood swing"), alopecia ("hair loss") and night sweats ("night sweat"). On (B)(6) 2012, 1 year 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and memory impairment ("forgetfulness"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), menstrual disorder ("severe menstrual abnormal"), menorrhagia ("severe menstrual heavy / prolonged menstrual bleeding"), dental caries ("dental problems"), pelvic pain ("pain"), hypertension ("other injury or complication (describe: hypertensive reaction"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type gerd)"), uterine cyst ("uterine cyst") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ovarian perforation, uterine haemorrhage, ovarian neoplasm, uterine cancer, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, migraine, headache, nausea, pelvic pain, visual impairment, hypertension, memory impairment, uterine cyst and ovarian cyst outcome was unknown, the abdominal pain, dysmenorrhoea, vaginal infection, dental caries, vaginal discharge, alopecia and tooth extraction had resolved, the menstrual disorder, menorrhagia and back pain was resolving and the dyspareunia, fatigue, weight fluctuation, hot flush, mood swings, gastrooesophageal reflux disease and night sweats had not resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, ovarian cyst, ovarian neoplasm, ovarian perforation, pelvic pain, tooth extraction, urinary tract infection, uterine cancer, uterine cyst, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed approximately six weeks from work, unpaid. Each ostia was then cannulized with a single essure filament without difficulty with 1 coil trailing on the patient¿s right and 3 coils trailing on left. This placement was completed without difficulty and the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events alopecia, back pain, cystitis, dental caries, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, memory impairment, migraine, mood swings, nausea, night sweats, ovarian cyst, ovarian neoplasm, ovarian perforation, pelvic pain, tooth extraction, urinary tract infection, uterine cancer, uterine cyst, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation are added. Lot number added. Lab data updated. Concomitant conditions & historical drugs & conditions are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)"), ovarian perforation ("ovaries perfortion"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian neoplasm ("tumor on ovary"), uterine cancer ("tumor on uterus") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 766623-invalid,774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera, oral contraceptive nos, mirena and nuvaring. Past adverse reactions to the above products included adverse drug reaction with mirena; and pregnancy with depo provera. Concurrent conditions included overweight, dysfunctional uterine bleeding, abdominal bloating, adenomyosis and scoliosis. Concomitant products included citalopram hydrobromide (celexa), diclofenac sodium, fexofenadine (allegra), lisinopril, montelukast (singulair) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("(bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems (type minor vision problems) / vision deteriorated"). In (B)(6) 2012, the patient experienced dental caries ("dental problems / major cavity") and tooth extraction ("dental problems"). In (B)(6) 2012, the patient underwent dental caries ("dental problems / major cavity") and tooth extraction ("dental problems"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual heavy / prolonged menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss - weight gain"), hot flush ("other injury or complication (describe hot flashes"), mood swings ("mood swing") and night sweats ("night sweat"). On (B)(6) 2012, 1 year 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and memory impairment ("forgetfulness"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), menstrual disorder ("severe menstrual abnormal"), pelvic pain ("pain"), hypertension ("other injury or complication (describe: hypertensive reaction"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type gerd)"), uterine cyst ("uterine cyst") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ovarian perforation, uterine haemorrhage, ovarian neoplasm, uterine cancer, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, migraine, headache, nausea, pelvic pain, visual impairment, hypertension, memory impairment, uterine cyst and ovarian cyst outcome was unknown, the abdominal pain, dysmenorrhoea, vaginal infection, dental caries, vaginal discharge, alopecia and tooth extraction had resolved, the menstrual disorder, menorrhagia and back pain was resolving and the dyspareunia, fatigue, weight increased, hot flush, mood swings, gastrooesophageal reflux disease and night sweats had not resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, ovarian cyst, ovarian neoplasm, ovarian perforation, pelvic pain, tooth extraction, urinary tract infection, uterine cancer, uterine cyst, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed approximately six weeks from work, unpaid.each ostia was then cannulized with a single essure filament without difficulty with 1 coil trailing on the patient¿s right and 3 coils trailing on left. This placement was completed without difficulty and the patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc (product technical problem). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)"), ovarian perforation ("ovaries perforation"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian neoplasm ("tumor on ovary"), uterine cancer ("tumor on uterus") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure (batch no. 766623,774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera, oral contraceptive nos, mirena and nuvaring. Past adverse reactions to the above products included adverse drug reaction with mirena; and pregnancy with depo provera. Concurrent conditions included overweight, dysfunctional uterine bleeding, abdominal bloating, adenomyosis and scoliosis. Concomitant products included citalopram hydrobromide (celexa), diclofenac sodium, fexofenadine (allegra), lisinopril, montelukast (singulair) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("back pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("(bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems (type minor vision problems) / vision deteriorated"). In (B)(6) 2012, the patient experienced dental caries ("dental problems / major cavity") and tooth extraction ("dental problems"). In (B)(6) 2012, the patient underwent dental caries ("dental problems / major cavity") and tooth extraction ("dental problems"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual heavy / prolonged menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain / loss - weight gain"), hot flush ("other injury or complication (describe hot flashes"), mood swings ("mood swing") and night sweats ("night sweat"). On (B)(6) 2012, 1 year 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and memory impairment ("forgetfulness"). In (B)(6) 2012, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), menstrual disorder ("severe menstrual abnormal"), pelvic pain ("pain"), hypertension ("other injury or complication (describe: hypertensive reaction"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition (type gerd)"), uterine cyst ("uterine cyst") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ovarian perforation, uterine haemorrhage, ovarian neoplasm, uterine cancer, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, migraine, headache, nausea, pelvic pain, visual impairment, hypertension, memory impairment, uterine cyst and ovarian cyst outcome was unknown, the abdominal pain, dysmenorrhoea, vaginal infection, dental caries, vaginal discharge, alopecia and tooth extraction had resolved, the menstrual disorder, menorrhagia and back pain was resolving and the dyspareunia, fatigue, weight increased, hot flush, mood swings, gastrooesophageal reflux disease and night sweats had not resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypertension, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, ovarian cyst, ovarian neoplasm, ovarian perforation, pelvic pain, tooth extraction, urinary tract infection, uterine cancer, uterine cyst, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed approximately six weeks from work, unpaid. Each ostia was then cannulized with a single essure filament without difficulty with 1 coil trailing on the patient¿s right and 3 coils trailing on left. This placement was completed without difficulty and the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding . Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "weight gain / loss- weight gain" pt change to "weight gain", concomitant and historical drug added from pfs. Event onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.